Manufacturer narrative:
Additional device information (expiration date): november 2003. Concomitant medical products and therapy dates: model: 3383, scs extension, therapy date: unknown. Device manufacture date: november 2001.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-03670. It was reported the patient had been unable to receive needed therapy. An impedance check revealed high impedance. In turn, their doctor decided to explant and replace the patient's cervical lead and associated extension because it was undetermined which device was liable. Surgical intervention addressed the patient's issue.